Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified day in (B)(6) 2010 prior to contacting lfs. The patient claimed she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management routine. The patient stated 5 months after the alleged issue began, the patient felt hungry and developed symptoms of frequent urination. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca educated the patient on the correcting testing procedure and walked through a test. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The retain test strips were also tested and passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm during dwell 4 of 6. The home patient (hp) had 3 bags connected and there was solution in the heater bag only. The hp cycled the homechoice power and a se 2367 alarm occurred. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm. All the bags were properly spiked and connected. Patient extension lines were not being used and there were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The patient was to complete therapy with a manual exchange. The hp cleared the alarm. The homechoice device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
On september 3, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests six to seven times a day and manages his diabetes with novolog insulin (administered via insulin pump). The patient corrected and clarified that the alleged issue occurred on (B)(6) 2010 at 5:30pm when he obtained a blood glucose reading of "high glucose" (per owner's booklet blood glucose result is above 600 mg/dl) with the subject meter. In response to the alleged issue, the patient corrected and clarified he administered 6 units of insulin. At approximately 7:30pm, while in the bowling alley, the patient claimed he became sweaty, felt weak, and had passed out. The emergency medical services (ems) arrived several minutes later and the patient stated he was administered glucose gel by the ems shortly after. According to the patient, because of his 'collapsing vein", the ems was unable to administer IV fluids; the patient was then transported to the emergency room (ER). At approximately 8pm, while in the ER, the patient stated he was administered IV glucose and food by the health care professional (hcp) and between 9pm and 10:30pm, the patient stated he obtained blood glucose readings of "43, 56, and 156 mg/dl" with the ER/hospital meter. The patient clarified he was released 4 ½ hours later; no changes were made to his regimen. At the time of troubleshooting, the customer service representative verified the subject meter was set to the correct unit of measure setting (mg/dl), and that the vial of test strips was within date. The csr noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.